Event description:
It was reported that customer's insulin pump was returned because it was out of warranty. No other details about customer or the device were provided. Nothing further reported.

Manufacturer narrative:
Broken reservoir tube lip, broken battery tube threads, missing display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker, cracked case near display window corners and cracked end cap noted during visual inspection.